Manufacturer narrative:
Lot number was provided, lot check requested pending results.

Event description:
Anaphylactic reaction, possible reaction to red dye in product [anaphylactic reaction], difficulty breathing [dyspnoea], tongue swelled up [swollen tongue], facial swelling [swelling face], heart was racing at 180 [palpitations], heart rate was really high, went up to 140-180 [heart rate increased], itching all over skin [pruritus generalised], little piece of fixodent oozed in mouth and adult may have swallowed [accidental device ingestion]. Case description: a consumer reported that they, an elderly female, (B)(6), used fixodent denture adhesive, original cream for the first time, 3 strips on her lower plate just once on (B)(6) 2013, and was treated in the emergency room for anaphylactic reaction, possibly a reaction to the red dye in the small piece of fixodent that she may have swallowed when it oozed out into her mouth. She reported that she experienced severe itching all over her skin within a half hr to an hr of the application of fixodent; her husband left to get benadryl to treat the itching but within ten mins, her face and tongue were swollen, she had difficulty breathing, and her heart was racing at 180, her heart rate was really high, between 140 and 180. As a nurse, she knew her husband needed to take her to the emergency room where they took her right back to the critical care part and started an IV benadryl and an IV prevacid, and gave her epinephrine subcutaneously in her arm. She started to feel better after about two hrs and her symptoms were totally resolved by that evening; she was at the hospital for about 4-5 hrs and was released to home with an epi pen. The doctor said that the reaction was most likely caused by the fixodent; she should wait about a month and then go in for blood work and a rast test. The consumer has discontinued use of fixodent original. The case outcome was recovered. Past medical history included: drug allergy - augmentin and sulfa, medical history - has a lower plate (denture), neuropathy in one leg, back problems with nerve compressions, and burning pain from back. Concomitant medications included: ibuprofen, tramadol, cymbalta, lyrica, and lisinopril hct, medications that she has taken for 5 yrs w/o a problem. Other product used previously w/o incident: yes - fixodent clear. No further info was provided. On (B)(4) 2013: a lot check has been completed. One other report was rec'd for this lot number. The other report did not contain similar events.